Event description:
It was reported that the bd discardit¿ ii syringe experienced leakage. The following information was provided by the initial reporter, translated from french to english: I would like to contact you following a material safety issue that took place on (B)(6) 2023 with a 20ml syringe (reference 300296, lot number unknown) that leaked at the plunger.

Manufacturer narrative:
H.6 investigation summary: as a lot number was unknown for this incident, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample, our quality team was not able to complete a thorough analysis. Based on the limited investigation results, an exact cause related to the manufacturing process for the reported issue could not be determined. Examination of the product or lot involved in this incident may provide clarification for the cause of this reported failure. Complaints received for this product and defect will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.